Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A new cartridge was successfully filled to address the issue. Customer's blood glucose (bg) level was in the 200's mg/dl range. Additionally, it was reported that an inaccurate fill estimate was received. The cartridge was reloaded onto the pump resolving the issue. Bg was 175 mg/dl.